Manufacturer narrative:
(B)(4) - conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an anterior vaginal repair procedure on (B)(6) 2010. During the procedure, the needle became detached from the suture at the swage and was lost in the pt. The pt was x-rayed and the needle was found. It was required to go back and find and remove the needle from the pt. There were no side effects and the wound was re-closed as normal.